Manufacturer narrative:
Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges using heating pad on right leg/ hip area and received a burn. There was not a report of property damage with this incident.